Event description:
It was reported that 1 bd luer-lok¿ disposable syringe with bd luer-lok¿ tip had moisture droplets in the syringe. The following information was provided by the initial reporter : the customer reported several bd sterile 3cc syringes had been opened with a wet substance in the barrel.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd luer-lok¿ disposable syringe with bd luer-lok¿ tip had moisture droplets in the syringe. The following information was provided by the initial reporter : the customer reported several bd sterile 3cc syringes had been opened with a wet substance in the barrel.

Manufacturer narrative:
H.6. Investigation: nine hundred and three 3ml syringes (p/n 309657) sealed in blister packages from batch #1167420 were received. The samples were visually evaluated. Each sample was noted to have a wet substance present on the stopper face. The substance appeared to be silicone lubricant used in the manufacturing process. From all the samples received, seventy were found to have an excessive amount compared to normally expected amount to be present. The observed excessive lubrication condition was non-conforming per product specification. Potential root cause for the excessive silicone defect is associated with the assembly process. It is likely a worn out/faulty silicone gun led to the excessive silicone condition observed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.